Event description:
It was reported that an arteriotomy closure of the right common femoral artery was done using a prostyle device after a percutaneous coronary interventional procedure with a 5f sheath. Reportedly, there was difficulty removing the device from patient anatomy. Ultimately, the device was removed successfully and hemostasis was achieved with the device. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.